Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted after displaying impedance issues and loss of capture (loc). The lead was tested via the pacing system analyzer (psa) where similar results were present. A source of the clinical observations was not confirmed. The lead is not expected to be returned for analysis. There were no additional adverse patient effects reported.

Event description:
Subsequent information indicated that the patient had experienced syncope in relation to the clinical observations associated with this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tissue was noted in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Subsequently, the lead was returned for analysis.